Event description:
The customer reported that their gas unit keeps alarming "water trap error".

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at (B)(6) center reported the following issue with gf-210ra; sn: (B)(6), from patient monitoring: the gas unit kept alarming "water trap error". They swapped the water trap as well as the gas module, but the issue persisted. Investigation summary: the root cause of the issue was determined to be a faulty bsm to which the gas unit was connected. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused by malfunction of an associated device and not of the reported device. The following fields are not applicable (na) to the MDR report: d4: lot number & expiration. G4: device bla number.

Manufacturer narrative:
The customer reported that their gas unit keeps alarming "water trap error". They swapped the water trap as well as the gas module, but the issue persisted. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/10/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/17/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their gas unit keeps alarming "water trap error".